Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source document for review, as the pt is currently being monitored and has not been revised to dat. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific, event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and / or the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted an durom acetabular component on the right side on (B)(6) 2007. Currently, the pt is being monitored due to elevated metal ions. A revision surgery has been planned in (B)(6) 2015.